Event description:
It was reported that the cardia resynchronization therapy defibrillator (crt-d) was explanted due to an unknown issue with the device. The device was replaced. No additional adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).